Event description:
The facility representative reported an infuso.r. Pump with a condition of "goes into alarm." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition involving an infuso.r. Pump that goes into alarm was confirmed and reproduced during sample evaluation. The assignable cause was determined to be the motor separated from the gear box. The motor was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.